Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump had been replaced on (B)(6) 2024. The event was resolved.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal bupivacaine, morphine, and clonidine via an implanted pump for non-malignant pain. It was reported that the patient stated their doctor always has a hard time filling their pump and they were told it was implanted "too deep" and has a lot of scar tissue. The patient stated they were having a hard time filling their pump and ended up being overdosed. 2024-11-06 rtg0688477 update (con) additional information was received from a consumer (con) reporting that their doctor overdosed them because they missed the refill spot (described as a pocket fill) and almost died. The patient stated they have scar tissue and the healthcare provider (hcp) had to insert the full needle and often it takes five-six tries to refill the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.